Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that during a procedure , the ssi002093 lg modular hybrid glenoid base and regenerex glenoid trial with peripheral removal slots chipped near one of the removal tabs. The chip was discovered after the trial was removed from the glenoid. It was reported from the engineer that it was likely caused by the removal forceps slipping after the trial was removed. No time was added to the procedure. The trial was removed from the instrument set after the procedure.